Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The patient's blood glucose at the time of incident was 155 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the pump had been dropped and exposed to moisture. The customer removed the battery for ten minutes, cleaned the contacts with alcohol wipes, and inserted a new energizer aaa alkaline battery, but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.